Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data & section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the user was not authenticated. A technical support specialist (tss) dialed into the server and reviewed the account status for both users, and the logs showed authentication errors indicating that both accounts were already locked in active directory. Based on these findings, the hospital it team needed to unlock the accounts and reset their passwords to restore access to the medication stations. The hospital it team then reviewed the accounts for both users neither appeared to be locked, nor was there any recent lockout activity. Both users tested their access by successfully logging into workstations and their email accounts and confirmed that all were synchronized with the same active directory system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server two staff members one including pharmacy technician were having issues in logging into the stations the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two staff members one including pharmacy technician were having issues in logging into the stations the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.